Event description:
It was reported that the right ventricular lead was found to have high thresholds at the (B)(6) follow up appointment. The device was reprogrammed to higher values to compensate however when checked again the thresholds were still high. The lead was removed and found to have a fracture. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.